Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evidence of contamination had been found under all keypad contacts. The keypad cover had been returned peeling off the pump and exposing all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.